Event description:
The device (part#cev625h) was returned to mxi service and repair.

Manufacturer narrative:
The cev625h was evaluated and indicated that the fixed jaws of the instrument were broken. One of the ceramic wedges was broken. Observation of the rupture area did not reveal any corrosion or material or manufacturing defect. It was a quick, clean break. The observations made on the instrument did not highlight any defects with the instrument. The instrument complies with our manufacturing specifications. The most likely hypothesis to explain the break was a shock or excess force during reprocessing or use of the instrument. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted in resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference #: na. (B)(4).